Manufacturer narrative:
(B)(4).

Event description:
Upon device interrogation, noise was noted on the rv lead and an insulation anomaly was visualized. The lead was explanted and discarded on (B)(6) 2016. There were no adverse consequences to the patient.